Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during a craniotomy surgical procedure it was observed that the craniotome device would not connect to the handpiece device properly. It was reported that when the operating room staff realized the devices would not connect correctly, they attempted to disassemble the devices but were unsuccessful and an unspecified craniotome dissection tool became caught between the craniotome device and the handpiece device. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. It was reported that the procedure was completed successfully with the spare devices. It was reported that there was no allegation of deficiency against the unspecified dissection tool. There was patient involvement reported; however, it was reported that the devices did not come in contact with the patient. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.